Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The issue got happened during coronary procedure was performed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Review of the system log file showed that lot of communication errors due to suite pc was defective. The fse replaced the suite pc and reinstalled the software. After replacement of the suit pc and reinstalled the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that suite pc was defective. The fse replaced the suite pc and reinstalled the software and returned the system to use in good working order.